Manufacturer narrative:
(Product ID# :37714, (B)(4)): analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to overdischarge. After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy never worked the same as their previous implant. The issue regarding the therapy not working was described as the pulse width and rate could be changed normally but the patient didn't feel the stimulation the same and the therapy would give the patient some relief but it wasn't the same- the stimulation didn't feel the same as their previous ins. The patient eventually went back to their physician and the ins was removed. The patient had the explanted ins and lead and were wondering if they could send the device back for analysis to see why the therapy didn't feel the same. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that it wasn't a matter of the patient's ins not being "not as effective" but a matter of different stimulation as a result of them going from a percutaneous stimulation system to a surgical lead system. Their original implant was removed and replaced with a surgical lead system and therefore it wouldn't be the same as before. The issue had been resolved- the ins had been removed and replaced with a competitor's ins. The representative met with the patient 3-4 times and they had always described their stimulation as "different" but they don't recall the patient saying it was ineffective. They were always satisfied after reprogramming and more than willing to try different settings. The decision to explant and re-implant a competitor's product was not discussed with the representative and came as a surprise. The patient's weight was not made available. No further complications reported.